Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a proglide device using the pre-close technique prior to an interventional left atrial appendage (laa) closure procedure via a 6f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred. The pre-close technique and the use of any additional proglide devices was abandoned. The sheath was upsized to 14f and the laa closure procedure was completed. Hemostasis was achieved via figure-of-eight suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely an interaction with the anatomy due to the angle of insertion or vessel angulation occurred that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.